Manufacturer narrative:
Device manufacture date unable to be determined with information provided. One medfusion® 3500 syringe pump was received for investigation. A visual inspection was performed, revealing the device to be in very poor condition. The returned pump was fully opened, burnt, smoked, and contaminated. The visual inspection confirmed the complaint. The cause of the reported issue was determined to be thermal damage. A large amount of fluid entered through the barrel clamp, shorted the main power supply, and burnt out the main electrical leads coming into the pump. The root cause was determined to be a use issue. The fluid ingression of the pump was most likely caused by the user's improper cleaning of the pump or the user's introduction of excessive fluids to the surface of the pump.

Event description:
It was reported that a medfusion® 3500 syringe pump smelled burnt and was fried internally. The nurse in the operating room stated the burnt smell was observed when attempting to turn on the pump. The lug shorted at the receptacle, and when the unit was opened, it was noted that the pump was "fried internally". The pump was not connected to a patient at the time of the event. No injury to clinician was reported.